Event description:
It was reported that the pump displayed an unable to proceed message during a supply change, and the user experienced an alert consistent with a motor stall that could lead to failure to infuse; the issue was resolved after removing all supplies, performing a dry run, completing a supply change with new supplies, and clearing the alert. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem consistent with failure to infuse and associated with the motor component. The event was successfully mitigated by changing all supplies and resuming delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.